Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: gxl. Device is an instrument and is not implanted/explanted. A service history review for the subject product was reviewed for the past three years. The subject device has not been previously returned for service. There is no information relevant to the current complained issue. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair results: the customer reported the device was inoperable. The repair technician reported the motor was seized. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on january 8, 2015.device is used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver was not running. The malfunction was found during testing. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).